Event description:
The customer reported a falsely elevated architect stat troponin-I result on a patient. Results provided as follows: sid (B)(6) initial result 68.9 ng/l but repeated <7.0 ng/l. Sid (B)(6) redraw sample was 9.1 ng/l. The customer is using a normal range of 7 to 30 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).

Manufacturer narrative:
The customer replaced the architect probe which resolved the issue. There were no additional discrepant results reported on the architect i1000sr, serial number(B)(6), after the probe was replaced. A review of the architect (B)(6) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the architect probe associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect i1000sr, serial number (B)(6) or the architect probe.